Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components for reasons that are not available at the time of this report. Also, plan was to use a stacked stem for more stability. No issues were noted at time of original implantation. Appears the tibial tray subsided into the distal and anterior tibia with weight bearing over time.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.